Manufacturer narrative:
S/w unable to retrieve due to cracked/bleeding lcd glass. Unable to perform self-test, a-21 error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime/a33 test, off no power test and excessive no delivery test due to cracked and bleeding lcd glass. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump's display was broken after a fall. Caller stated that the display could not be read at all. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.